Event description:
Related MFR reports: 1627487-2020-02449, 1627487-2020-02450 and 1627487-2020-02451. It was reported the physician's office notified abbott the patient had an infection at or near the scs system lead incision site. Consequently, the patient's physician explanted the entire scs system.